Event description:
Discordant ck-mb (rck) results were obtained on pt sample. The sample was repeated and the correct ck-mb (rck) result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant ck-mb (rck) result.

Manufacturer narrative:
User error: a siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant ck-mb (rck) result was due to operator using unapproved tube filter in sample tube. The instrument is performing within specifications. No further evaluation of the device is required.